Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to a abdominal aortic aneurysm interventional procedure in the common femoral artery. Reportedly, during the pre-close technique, no marking was noted. No sutures were placed. Hemostasis was achieved with a surgical suture after the interventional procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. In consideration of the reported device not marking (steady continuous drip of blood) during insertion, it should be noted the prostar instructions for use (IFU) states: verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the prostar device if the marker lumen is not patent. It was reported that use was continued after this point indicating the device was operating within specification. There was no indication of a product quality deficiency. It should be noted the IFU states: continue to advance the prostar xl device until the barrel is at skin level. Once the hub is unlocked, rotate the hub while gently advancing the barrel at a 45-degree angle, or less. A steady, continuous drip of blood from the dedicated marker lumen occurs when the prostar xl device is properly positioned. Marking from the lumens containing sutures may occur, but should not be used as the indicator of proper positioning and needle deployment. The device marking properly can be influenced by, but is not limited to the track not properly prepared, marker port possibly against sidewall of the vessel, tissue might be obstructing the port, puncture may not be in common femoral artery (puncture too high or low) or the artery is deeper than expected. The reported information in this case indicated that the tissue track was deep. It was also reported that the device was used in conjunction with a 7fr introducer sheath. It should be noted that the IFU states: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access sited and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5 to 10f sheaths. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the investigation of the reported information appears to be related to the use other than indicated and operational influences during use. There is no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.